Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the "surgeon tried to impact the cage using hammer and the near end of inserter broke." No futher details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.